Event description:
It was reported that the user accidentally entered a meal announcement as ¿less than usual¿ instead of ¿usual,¿ then observed glucose trending from 113 mg/dl to 94 mg/dl with a downward arrow while finishing dinner and was advised not to re-announce to avoid insulin stacking and to allow the system¿s correction algorithm to operate. No reported symptoms. Outcomes included continued monitoring with guidance to treat a low if necessary and no need for additional intervention. Investigation included a review of user-reported device behavior and confirmation of ongoing ilet connectivity and algorithm function. Investigation of this case revealed no device malfunction and indicated user input error for meal size with appropriate device response to glucose trend. It was concluded, based on previously established findings for similar reports, that the cause was user input error leading to expected algorithmic adjustments, without adverse clinical impact.